Event description:
It was reported that claudication occurred which requires additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 390 mm and 100% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 6 mm x 200 mm and 4 mm x 200 mm ranger drug coated balloons study device. Following treatment, the final residual stenosis was noted to be 40%. On the same day, the subject was discharged from hospital on clopidogrel. On (B)(6) 2024, the subject was noted with symptoms of claudication in the right lower extremity and was admitted to hospital for further evaluation and treatment. In response to the event, right superficial femoral artery was treated by bypass surgery using reverse saphenous vein graft. On (B)(6) 2024, the event was considered resolved, and the subject was discharged from the hospital. It was further reported that on (B)(6) 2024, the subject was noted with symptoms of worsening claudication in the right lower extremity along with inability to ambulate greater than 20 meters and was admitted to hospital on the same day for further evaluation and treatment. Non- invasive diagnostic angiogram was consistent with worsening claudication symptoms in right lower extremity. On (B)(6) 2024, 35 days post index procedure, occlusion noted in right proximal superficial femoral artery, right mid superficial femoral artery, and right distal superficial femoral artery were treated with bypass using right reverse saphenous vein graft from common femoral artery to above knee popliteal artery. Post procedure, restoration of flow with good distal signal was noted along with diminutive signal in the right distal popliteal artery and a non-dopplerable posterior tibial artery. On (B)(6) 2024, it was noted that the right lower limb dorsalis pedis/posterior tibial pulse were biphasic on examination. On (B)(6) 2024, the subjects condition had improved hence the event was considered as resolved and the subject was discharged from the hospital on dual antiplatelet therapy on the same day. It was further reported that on (B)(6) 2024, 35 days post index procedure, the subject underwent bypass surgery to treat the thrombotic occlusion noted in right proximal superficial femoral artery, right mid superficial femoral artery, right distal superficial femoral artery and right proximal popliteal artery using right reverse saphenous vein graft with proximal anastomosis at right common femoral artery to distal anastomosis at right above knee popliteal artery. On (B)(6) 2024, on examination, biphasic dopplerable pulses were noted in the right dorsalis pedis/posterior tibial.

Manufacturer narrative:
A2: age at time of event: 61 years old at the time of study enrollment. H6 - patient codes: updated.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 61 years old at the time of study enrollment.

Event description:
Elegance clinical trial: it was reported that claudication occurred which requires additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 390 mm and 100% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 6 mm x 200 mm and 4 mm x 200 mm ranger drug coated balloons study device. Following treatment, the final residual stenosis was noted to be 40%. On the same day, the subject was discharged from hospital on clopidogrel. On (B)(6) 2024, the subject was noted with symptoms of claudication in the right lower extremity and was admitted to hospital for further evaluation and treatment. In response to the event, right superficial femoral artery was treated by bypass surgery using reverse saphenous vein graft. On (B)(6) 2024, the event was considered resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 61 years old at the time of study enrollment.

Event description:
It was reported that claudication occurred which requires additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the clinical trial. The target lesion #001 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 390 mm and 100% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 6 mm x 200 mm and 4 mm x 200 mm ranger drug coated balloons study device. Following treatment, the final residual stenosis was noted to be 40%. On the same day, the subject was discharged from hospital on clopidogrel. On (B)(6) 2024, the subject was noted with symptoms of claudication in the right lower extremity and was admitted to hospital for further evaluation and treatment. In response to the event, right superficial femoral artery was treated by bypass surgery using reverse saphenous vein graft. On (B)(6) 2024, the event was considered resolved, and the subject was discharged from the hospital. It was further reported that on (B)(6) 2024, the subject was noted with symptoms of worsening claudication in the right lower extremity along with inability to ambulate greater than 20 meters and was admitted to hospital on the same day for further evaluation and treatment. Non- invasive diagnostic angiogram was consistent with worsening claudication symptoms in right lower extremity. On (B)(6) 2024, 35 days post index procedure, occlusion noted in right proximal superficial femoral artery, right mid superficial femoral artery, and right distal superficial femoral artery were treated with bypass using right reverse saphenous vein graft from common femoral artery to above knee popliteal artery. Post procedure, restoration of flow with good distal signal was noted along with diminutive signal in the right distal popliteal artery and a non-dopplerable posterior tibial artery. On (B)(6) 2024, it was noted that the right lower limb dorsalis pedis/posterior tibial pulse were biphasic on examination. On (B)(6) 2024, the subject? S condition had improved hence the event was considered as resolved and the subject was discharged from the hospital on dual antiplatelet therapy on the same day.